Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the main insulation had been cut through exposing copper wires.

Manufacturer narrative:
The scd 700 was evaluated for the customer's reported condition of "damaged power cord.". The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.